Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implantation. The aortic angle was 57 degrees. Due to this, pacing was conservatively performed during implant. Pre-dilatation was performed with 23mm cristal balloon. 5000 iu of heparin and an additional 1000 iu after 1 hour of the procedure were administered. The valve needed to be repositioned four times as the navitor was diving too ventricular and would not stay in an ideal position. On the fourth attempt to deploy - at 30% deployment the guidewire started to be withdrawn for more stability, at 80% deployment the valve popped up and the patient had a hypertensive spike which returned to normal. The valve was deployed at 5mm depth. No post dilation was performed and mean valve gradient was 3.7mmhg. A mild central leak on the left leaflet was observed, which was the lower side of the valve. Once the access was removed, the patient started to experience hypotension. Echocardiogram was performed and extensive yet localized pericardial effusion was observed. No tamponade observed. The patient went into cardiac arrest so cardiac massage and adrenaline were administered. Protamine was also administered. After approximately 8 minutes the patient regained rhythm. Pericardiocentesis was performed and 1 liter of blood was removed. Patient began to improve. The echocardiogram was re-analyzed and an aortic dissection was diagnosed. The dissection area thrombosed and patient remained stable. The next day the patient remained in the ICU with a slight pericardial effusion and hypotension however the dissection remained stabilized. Vasoactive drugs and pericardial drain continued to be administered. A mild central regurgitation was still present on the navitor valve. Extubated on wednesday (B)(6) 2025 - stable, weaning off vasoactive drugs, normal blood count, no neurological deficit, and showing improvement in the effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of improper or incorrect procedure or method, central regurgitation, aortic regurgitation, vascular dissection, hypertension, hypotension, pericardial effusion, and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, a cause for the reported central regurgitation, aortic regurgitation, and hypertension could not be conclusively determined. It is possible that procedural conditions, such as the valve popping up or implant depth, contributed to the reported event. However, this cannot be confirmed. The reported improper or incorrect procedure is related to the user re-sheathing the valve more than two times. The reported cardiac arrest, pericardial effusion, and hypotension appear to be cascading events of the vascular dissection. The reported vascular dissection appears to be related to procedural conditions (returned 80% open valve to position after popup) per case details. The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances.